Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Date of post-operative event is unknown. Additional product codes for this report include: mnh, mni, kwq, and kwp. Date of original procedure is unknown, but occurred approximately six (6) months prior to (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an initial l4-s1 fusion procedure approximately six (6) months ago. The patient returned to operating room on (B)(6) 2015 for revision surgery due to hardware loosening and the migration of a non-synthes implant. The patient reportedly experienced pain associated with these events. A preoperative x-ray/radiograph confirmed that the head of a matrix screw had popped off at l4, which (likely) led to loosening and, ultimately, the migration of the non-synthes implant. Two (2) matrix screws (including the one with the broken head) were removed during the revision procedure. The patient was re-instrumented with expedium. There was no reported surgical delay and no fragments were left behind. The procedure was successfully completed. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the event, the device for this report was re-reviewed and re-assessed for alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance; none being found, the reported device is a non-complaint. Synthes is retracting medwatch report #: 2520274-2015-14957. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.